Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported by teh contact that the customer received multiple occlusion alarms during bolus delivery. There was no reported impact to the cutomer's blood glucose level. As the cartridge and infusion set had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause for he occlusions was not performed.